Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged during slitting. The lv lead was repositioned and stayed in place. The lv lead was then tested with an analyzer and acceptable impedance and threshold values were found. When the lv lead was connected to the cardiac resynchronization therapy defibrillator (crt-d), all lv lead impedance values were high and undefined. The lv lead was disconnected and the header of the crt-d was cleaned, however after reconnecting the lv lead all impedances related to the lv2 vector remained high and undefined. The lv lead was again checked with an analyzer and impedances were found to be normal. The crt-d was removed and a replacement crt-d was chosen. After connecting the lv lead to the replacement crt-d, the new crt-d showed the same high, undefined impedance on the lv2 vector. The physician decided to continue with the implant procedure using the replacement device. The replacement crt-d and the lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.